Event description:
A customer reported a malfunction on the pump, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any further issues arise, which the customer understood and acknowledged.